Manufacturer narrative:
Battery was not verified. Unexpected shutdown issues the failure investigation has been completed. Based on the analysis, the alleged issue was verified, however, no failure was identified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump battery could not be charged. Additionally, it was reported that the pump shut off unexpectedly. Customer¿s blood glucose level was 500 mg/dl with high ketones. Reportedly, the customer called 911 and received medical attention, details were not provided. Customer went to the emergency room for elevated bg. Customer was treated with intravenous fluids of saline and insulin. Reportedly, the customer is using fiasp insulin. Tandem technical support informed customer that fiasp is off label per the user guide. Multiple follow-up attempts were made by tandem technical support; however, the customer did not respond to verify when customer was released from the emergency room. Reportedly, the customer reverted to an alternative method of insulin delivery. Customer's blood glucose was 300 mg/dl.